Event description:
A customer reported a cartridge change error with their pump. Despite the issue, there was no adverse impact on the blood glucose level; it did not exceed 500 mg/dl. Technical support guided the customer through several steps, including inspecting and cleaning the pump, and attempting to load a new cartridge, but the problem persisted. Finally, the customer was referred to specialized support for escalated troubleshooting. Follow-up actions included attempts to contact the customer for further assistance, but there was a directive to close the case without further action required.